Manufacturer narrative:
H10. No product samples, videos, or photographs were returned for investigation. A DHR lot review could not be conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided. Should the device be received for evaluation, a supplemental report shall be submitted. Additional information in section d10.

Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
The event involves a spiros cap that disconnected from IV tubing at the back of the blue-ball ivf tubing where the luer lock was inserted during the administration of carboplatin for 1 to 2 hours resulting in a spill of the hazardous drug. The patient, patient's parent, and the staff member wearing ppe were all exposed to the chemotherapy as a result of the spill. The staff member was wearing a blue fluid impermeable gown, double gloves, and protective eyewear. Additionally, there was report of an unspecified amount of blood loss due ot the patient's line being open. There was patient involvement and a delay in care.